Manufacturer narrative:
The material number: 430035 and system model: da vinci sp.

Manufacturer narrative:
On 4-oct-2023, the following additional information was obtained: the procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint regarding the monopolar curved scissors (mcs) tip cover fell was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant with tissue expander nipple sparing mastectomy surgical procedure, the surgeon realized the monopolar curved scissors (mcs) tip cover was missing. The reporter hadn¿t seen what exactly happened to make the tip fall, but the tip was found right outside of the inner ring of the wound retractor. Since the tip was found outside of the patient body, there was no harm to the patient. A bedside assistant was able to take it out using a laparoscopic grasper through the sp access port. In the meantime, the scrub nurse was trying to place a new mcs tip on a new msc instrument. The reporter noticed that they were rotating the mcs blades, rather than grasping the mcs tip cover. The reporter guided them regarding the right way to place the tip. The scrub nurse was placing the tip in a wrong manner could be the reason of the tip falling. There was no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.